Event description:
It was reported that on (B)(6) 2024, a 25mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were moving normally. The leaflets were tested manually by the physician. During procedure, the valve was unable to adjust direction after implant; the opening and closing were not satisfactory. The valve was removed from the patient. Upon removal from the patient, the leaflets were tested again and they had slightly limited leaflet movement. Therefore, the valve was exchanged for a new 25mm unknown manufacturer valve that was successfully implanted. The patient was reported to have recovered and was discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of one valve leaflets not opening and closing smoothly was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.